Event description:
The customer reported that the heartstart mrx was unable to acquire an ECG waveform during use. There was no patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.